Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 4.5x15 mm nc trek was flushed on the table fine and was prepared for use. The nc trek was advanced to the left anterior descending coronary artery without resistance, but the nc trek balloon was unable to inflate. The nc trek was removed from the anatomy and was flushed when it was noticed the flush solution was coming out half way up the catheter. Another same size nc trek was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported inflation issue and leak were confirmed during analysis of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.